Event description:
Event: fem-fem bypass. During jacket retraction, the contra wire became caught on the hooks. Surgeon was unable to advance a guide wire or balloon in the contra side. The device was pulled back and the wire freed. It was reported that the contralateral artery contained 2 previously placed wall grafts, and 2 "s" turns. The torque catheter could not be inserted. The fusion joint was cut and add'l force was applied. The attachment system did not release and the capsule separated from the tubing. The contralateral limb of the graft was pushed up into the aneurysm sac and could not be correctly positioned. A fem-fem bypass was performed (connection to the contralateral iliac was below the 2 previously placed stents), and the common iliac on the contralateral side was occluded. The plastic tubing and capsule were removed, and the graft remains in the pt. It was reported that the pt rec'd approx 7 units of blood during the procedure, which was reported to have taken more than 8 hours.